Event description:
Dealer states the leg rest, which is bent, for the topaz does not properly lock. The bend is where the trigger lock is located and it does not allow the leg to lock properly to the chair without wiggling and raising it slightly. No further information provided.